Event description:
It was reported "one unit with bent guide". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show an unopened sac kit with signs of folds and creases on the packaging and the guidewire/tubing inside. The lidstock label clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The customer report of a kinked guidewire was confirmed through visual analysis of the customer-provided images. Kinking was observed on the guidewire, which aligned with a kink on the protective tubing and catheter. The packaging had signs of folding/creasing upon return. The lidstock label clearly states, "do not bend." Based on the customer description and photos, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(6).

Event description:
It was reported "one unit with bent guide". This was found prior to use. There was no patient involvement.